Manufacturer narrative:
E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that sureflex steerable guiding sheath was selected for use. It has been mentioned that transseptal was successfully completed with sureflex and non-boston scientific mechanical needle (fluoro guided). After transseptal, dilator and needle were removed, and physician tried to aspirate via sureflex but aspiration via sideport was not possible. During preparation flushing was tested with no issue. Physician retracted the sheath to right atrium and exchanged the sheath to a new one. Physician tried to flush and aspirate the sheath outside the patient and noted that flushing was without issues, aspiration showed hard resistance with a sudden release and aspiration was possible. With flushing afterwards some particles came out of the sheath, which has been sent for analysis along with the sheath. The particles were only analyzed visually, which was whitish particles of about 0.5mm. It could be patient tissue or something from the sheath/stopcock such as glue. The procedure was completed using new sheath. No patient complications occurred.